Event description:
It was reported that the physician was performing a procedure and firing the fiber, when the fiber body broke in half. The physician was burned on the top of the hand but did not seek any medical treatment. The procedure was completed with a new fiber, and there were no patient complications reported.

Event description:
It was reported that the physician was performing a procedure and firing the fiber, when the fiber body broke in half. The physician was burned on the top of the hand but did not seek any medical treatment. The procedure was completed with a new fiber, and there were no patient complications reported.